Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed on (B)(6) 2015. A revision occurred on (B)(6) 2017 due to a periprosthetic fracture the head and stem were explanted and replaced with zb products and cabling for the fracture. The complaint was confirmed based on the provided medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a hip revision approximately two years post implantation due to periprosthetic fraction and non-union. The femoral head and stem were removed and replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a2; a3; b4; b5; b7; g3; h2; h3; h6. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00199. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately two years post implantation for unknown reasons. Attempts have been made and no further information is available.